Event description:
Customer reported a malfunction code "malf 12" occurring in the pump. There was no adverse impact to the customer¿s blood glucose level. Customer decided to use insulin pens from a pharmacy as backup therapy until the replacement pump arrived. Tandem technical support arranged to send a replacement pump with updated software, provided instructions for returning the faulty pump, and assured customer that necessary training would be available in their source account. All instructions and resolutions were understood and acknowledged by the customer.